Event description:
Complainant alleged that the clinician was attempting to monitor a pt (age and gender unk) who had an implanted to defibrillator and pacemaker. The clinician was using electrodes with the monitor. The complaint indicated that the monitor failed to pick up either the pt's pacemaker rhythm or the pt's natural underlying rhythm. The clinician changed the lead settings (lead I,ii, and iii), was well as the size of the electrocardiograph pads, but monitor still failed to pick up a rhythm. The clinicians reported that all connections were checked, but the device still failed to pick up the pt's heart rhythm. The complainant indicated that there was no adverse effect on the pt as a result of the reported failure.